Manufacturer narrative:
The associated head and insert were not returned for evaluation. After repeated requests, smith and nephew has been unable to obtain device details or confirm the alleged deficiency with the devices. Smith and nephew has an outstanding request with the reporter for information. The patient impact could not be determined with the available information. As device details were not made available, device history record review cannot be completed. Additionally, a complaint history review could not be performed due to lack of device information. There is no information that would suggest the implanted devices failed to meet specifications. Our clinical evaluation could not performed at this time as no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Manufacturer narrative:
It was reported that a revision surgery was performed due to pain. Head and insert were explanted. The affected r3 delta ceramic liner and biolox ceramic head, used in treatment, were returned and evaluated. A lab analysis conducted during this investigation noted that the ceramic head showed several scuffs and scratches, as well as a grouping of scratches that revealed metal transfer on the articulating surface; confirmed via edax evaluation. Several scuffs and scratches were observed on the ceramic liner, as well as a concentrated grouping on the articulating surface. No material or manufacturing deviations were observed. No destructive testing was performed on these retrieved components. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Per the risk assessment, probable causes could include but not limited to joint tightness or patient reaction. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
It was reported that a revision surgery was performed due to pain. Head and insert were explanted. The affected r3 delta ceramic liner and biolox ceramic head were returned and evaluated. A lab analysis conducted during this investigation noted that the ceramic head showed several scuffs and scratches, as well as a grouping of scratches that revealed metal transfer on the articulating surface; confirmed via edax evaluation. Several scuffs and scratches were observed on the ceramic liner, as well as a concentrated grouping on the articulating surface. No material or manufacturing deviations were observed. No destructive testing was performed on these retrieved components. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to pain. Head and insert were explanted. No delay or back up reported.